Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred during testing on a trilogy ev300 device. There was no harm or injury reported. The customer contacted the local philips helpdesk for this issue. A philips remote service engineer (rse) assisted the operator on this issue. The customer informed the philips rse that the blower was not running on the device. The philips rse evaluated and determined the system printed circuit assembly (pca) board was causing the issue on this device. The service technician recommended replacing the device¿s system pca board to address the issue on the device. The philips rse sent the system pca board to the customer for them to replace on the device. No repair was performed.